Event description:
The reporter stated the surgeon implanted a aa4203tf silicone single piece lens with toric optic in the patient's left eye on (B)(6) 2014. The lens kept dislocating and would not stay in position. The physician decided to explant the lens. The new incision was not enlarged, the physician cut the lens to remove from the eye. A vitrectomy was performed and another staar aq2015a 24.5 lens was implanted. No suture was needed. The reporter stated the patient's anatomy was the cause of this incident. It was not device related.

Manufacturer narrative:
Device history record review - reviewing the complaint file, device history record and performing a root cause analysis, there is no direct evidence found to be related to the manufacturing process of the lens as a root cause of this complaint. Therefore it is determined that the root cause of the capsule tear is unknown. Based on the complaint history, lens work order search, device history record review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight:unk. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method: lens work order search. Results: a visual inspection of the returned product found the lens optic torn in half. Small piece of optic is torn off and missing. There was evidence of clear surgical residue on product. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
On #1 follow-up supplemental medwatch submitted on 02/27/2015, capsule tear was mentioned in the device history report review. Correction, there was no capsule tear reported in this incident. Method: medical review. Results: medical review: os: reported by a nurse from the facility, an iol (single-piece with toric optic) was explanted and exchanged for a different staar model lens seven months postoperatively to address dislocation. Upon lens removal vitrectomy was performed and different staar iol was implanted successfully. No reported postoperative sequelae. According to the report the event was caused by patient factor (not specified anatomy issue) and was not device related. It should be noted that dfu instructs physicians under contraindications: "the silicone 1p toric iol are contraindicated under the following circumstances 5. In any patient in whom the need for a large capsulotomy can be anticipated (e.g., diabetics, retinal detachment in the fellow eye, peripheral retinal pathology, etc.). It further suggests under warnings that: "warnings 1. This iol should not be implanted if the posterior capsule is ruptured or if a primary capsulotomy is to be performed." Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).